Event description:
Hill-rom received a report from the account stating the brake does not hold when pedal is depressed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found 4 caster supports cracked in the center, also found 2 bad brake casters, and 1 steer caster that was no holding properly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced 4 caster supports, 2 brake casters, and 1 steer/brake caster to resolve the issue. Based on this information, no further action is required.